Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad not responding which was reproduced. Evaluation observed the keypad to be malfunctioning by turning the pump off after the pump had powered on. Due to the fact this occurs, evidence points toward the on/off key automatically outputting causing the pump to turn off. The reported symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keypad not responding. There was no patient involvement. No additional information is available.